Manufacturer narrative:
It was reported that a facility was not performing automated endoscope reprocessing cycles in accordance with their rclmac-mv2r automated endoscope reprocessor (aer) user manual. There is potential that endoscopes were not adequately high-level disinfected; thus, there is potential for patient cross-contamination. The facility reported experiencing low water pressure with their rclmac-mv2r aer which is when they began to reprocess endoscopes without automated cycles in their aer. Medivators technical service provided the facility assistance with resolving the low water pressure, returning the unit to service and informed the facility that reprocessing endoscopes without automated cycles is not an approved method of reprocessing in the aer. The device user manual indicates a minimum amount of time required for internal channel circulation of high-level disinfectant (hld) and rinse. Endoscopes that are reprocessed without automated cycles potentially do not receive the required internal channel circulation and, therefore, may not be adequately high level disinfected. There have been no reports of patient harm. This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
It was reported that a facility was not performing automated endoscope reprocessing cycles in accordance with their rclmac-mv2r automated endoscope reprocessor (aer) user manual. There is potential that endoscopes were not adequately high-level disinfected; thus, there is potential for patient cross-contamination.